Manufacturer narrative:
Updated: device evaluated by MFR, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an eluvia sds, stent, .035 guidewire and introducer sheath. There was a kink in the shaft at the distal end of nose cone. The stent was partially deployed in the sheath and was separated. The separated ends of the stent were stretched. The inner shaft was separated and was stuck in the introducer sheath. The distal end of the introducer sheath was damaged. The handle was opened during analysis and found that the inner was prolapsed. There was no evidence of any product quality deficiencies. The reported partial deploy was confirmed. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
Reportable based on additional information received on 15sep2016. It was initially reported that there was a deployment concern with this eluvia stent. It was further reported that there was incomplete deployment of the eluvia stent in the femoropopliteal artery. The stent did not release from the delivery system. During removal, the stent remained stuck to the introducer. A surgical intervention at the femoral artery was needed to evaluate the situation and perform a suture.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Reportable based on additional information received on 15sep2016. It was initially reported that there was a deployment concern with this eluvia stent. It was further reported that there was incomplete deployment of the eluvia stent in the femoropopliteal artery. The stent did not release from the delivery system. During removal, the stent remained stuck to the introducer. A surgical intervention at the femoral artery was needed to evaluate the situation and perform a suture.